Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of blood glucose of 900 mg/dl. The customer did not provide the time and date of the hospitalization. The customer experienced symptoms such as nausea and vomiting. The customer passed out and their house burned down. Customer's current blood glucose was 83 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.